Manufacturer narrative:
One pneupac ventilator was returned for investigation in used condition. The oxygen indicator was chipped (missing the clear cover) and the manometer gauge was damaged (bent to one side). The customer reported product problem (an alarm button that was not working) was not confirmed during testing. The investigator found it to be working as intended. The problem source of the reported product problem was unknown. A root cause was not established. The ventilator underwent preventative maintenance.

Event description:
It was reported that the alarm button on the pneupac ventilator was not working. No patient injury or complications were reported in relation to this event.